Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.5. Smartphone operating system: 18.1. Smartphone hardware: iphone17.3. Cgm sensor type: g6.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 250 mg/dl while wearing the pod. Symptoms reported include hyperglycemia, nausea and vomiting. The patient reports they applied a new pod but may not have hit start. The patient was taken by ambulance to the hospital. Once at the hospital the patient was treated with a insulin drip. The patient was discharged from the hospital the following day.